Event description:
Patient was revised to address acetabular loosening due to lack of medial/superior bone support. The cup rotated horizontally/translated medially resulting in screw breakage on the lateral edge of the cup. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Provided information states the patient had poor bone quality which allowed the cup to rotate; also forced the screw to break. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination for pinn revision w/ gription and altrx +410d 36idx54od since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot codes for the screws. Provided information states the patient had poor bone quality which allowed the cup to rotate; also forced the screw to break. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Review of provided medical records found the event was not device related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.